Event description:
The initial reporter received a questionable elecsys estradiol iii (estradiol iii) result from one patient sample tested on the cobas e411 rack analyzer. Two cobas e411 rack analyzers were reported. The reporter did not provide the specific analyzer used for the results. On (B)(6)2025: the initial result was 5.0 pg/ml with a data flag. The first repeat result was 10.53 pg/ml. On (B)(6)2025: the second repeat result was 7.55 pg/ml.

Manufacturer narrative:
The estradiol reagent lot number is 816576. The field service engineer (fse) inspected the analyzer and found the sample/reagent probes not aligned. He adjusted the probes and performed precision checks with successful results. The investigation determined the event was due to the misaligned sample/reagent probe. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.